Event description:
A report was received of cracks on the light blue twist switch located on a transfer set used for peritoneal dialysis (pd) therapy. There was no disinfectant use on the set by patient or doctor. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint was confirmed in the lab for crack/broken occluder feet. Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. The root cause of this problem is unknown. A batch review for the manufacturing lot number showed no related production problems. Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will further take corrective and preventive action(s), as appropriate.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.